Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7073043, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7072986, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to shocking sensation. No further information has been obtained despite good faith efforts.